Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent a revision procedure wherein, the physician made the patients ipg site more superficial. The patient was doing well postoperatively.